Event description:
It was reported that the attachment "does not work properly." It was unknown if there were any delays in surgery or if a spare device was available. No injuries or medical intervention were reported. The exact date of the event is unknown to the reporter. The reporter stated that he is unable to provide any additional information about this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation without an alleged malfunction. Reliability engineering evaluated the device and observed that the burr could not be inserted. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.